Manufacturer narrative:
Concomitant products: l addr01 ipg; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited a fracture. It was also reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion due to high threshold. Both the ra and rv leads were capped and replaced. The leadless ipg was inactivated and replaced with a transvenous ipg. No patient complications have been reported as a result of this event.